Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported recurring insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed and the customer has tried all remedies. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-242a. Mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
Unit passed the self test. However, pump failed rewind test due to rewind anomaly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to rewind anomaly. Pump was cut open to perform visual inspection and found loose motor flex connector noted on j5 at pcba1. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify alleged insulin flow block alarms due to rewind anomaly. Rewind anomaly confirmed during testing due to loose motor flex connector noted on j5 at pcba1. Unable to verify alleged insulin flow block alarms due to rewind anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.